Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that patient experienced a fall. Diagnostics shows high impedances. As a result, patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy restores post-operatively.